Manufacturer narrative:
Conclusion: postoperative pain and tape extrusion may be a result of a transitory foreign body response to the implanted device or a surgical technique issue. Foreign body response is a normal human body defense mechanism to contain any implanted foreign substances including tapes and meshes. This mechanism may elicit a localized and transient inflammatory response. The inflammatory mediators released locally may produce pain and discomfort. When the tape was installed with tension (as opposed to tension-free as stated in the product insert), it could mechanically irritate the local tissue and cause pain and discomfort. With the available info, we are unable to determine which mechanism is at work. A direct relationship between our product and the reported event cannot be established at the current time. If add'l info regarding the tape excision becomes available, the assessment will be updated accordingly.

Event description:
It was reported that the pt underwent a sling procedure in 2006. Three months postoperatively, the pt presented with a vaginal extrusion of the mesh and is experiencing dyspareunia as a result. A re-operation for tape excision to alleviate the pt's discomfort and pain is planned for an unspecified date.